Event description:
It was reported that the customer experienced elevated blood glucose (bg) level of 525 mg/dl. The cause of elevated bg was unknown. Elevated blood glucose was addressed with manual injections and correction bolus via the pump. Additionally, tt was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Customer resumed insulin delivery successfully.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.